Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient's mother stated sensor failed and upon removal of sensor pod, patient's mother was unable to locate sensor wire. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).